Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 501 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.